Manufacturer narrative:
Date of event is unknown. This report is for nine (9) unknown screws. Exact date of implant procedure is unknown. Reportedly, device was implanted four to five months prior to revision surgery on (B)(6) 2016. Device is not expected to be returned for manufacturer review/investigation. (B)(4). Device evaluation/investigation could not be completed; no conclusion could be drawn as product was not returned to manufacturer. Device history records review could not be completed without lot number. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on an unknown date in 2016, a patient underwent and open reduction and internal fixation (orif) procedure and was implanted with a less invasive stabilization system (liss) plate, nine (9) titanium locking screws, and two (2) cables to repair a right periprosthetic femur fracture. Later, it was identified that the patient had developed a non-union at the fracture site and would require revision surgery. On (B)(6) 2016, the patient was returned to the operating room and all of the implanted devices were removed intact without difficulty. During the procedure, the tip of a stardrive screwdriver broke off while it was being used to extract one of the screws. The tip was easily retrieved; however, when the instrument was removed and being washed, the tip was lost down the drain. Another screwdriver was immediately on hand to complete the procedure and there was no surgical delay noted. Patient outcome was not reported. Complaint regarding screwdriver break is captured under (B)(4). This report is for nine (9) unknown screws. This is report 2 of 3 for (B)(4).